Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump unexpectedly turned off during a bolus. The customer's blood glucose level was 303 mg/dl. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned.